Event description:
It was reported the pt underwent surgical catheter revision due to a lack of effect of their intrathecal drug delivery system and an inability to aspirate the catheter. The pt's pump contained dilaudid ( dose and concentration unk). The date of the revision is unk. Following the revision, the pt still experienced increased pain. See MFR report # 3004209178200803325.